Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise reversion which caused inappropriate auto mode switch episodes. The physician suspected lead to can abrasion. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.